Manufacturer narrative:
Correction: removal of information in section f related to importer: the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
The machine was evaluated onsite by a qualified baxter technician. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional test/saline simulated treatment was performed with same values used during the patient treatment for 30 minutes. Abd and pressure verification diagnostic was performed and the machine had multiple air in blood alarms at the time the incident occurred. Air detector was found to meet manufacture specifications. Pressure sensors met manufacture specification. Simulated treatment had no unexpected alarms or unexpected air embolism. The reported condition was not confirmed. The analysis does not support that the patient¿s reported air embolism was caused or contributed to by the prismaflex control unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A medwatch was submitted by the customer to the FDA under ID: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away during continuous renal replacement therapy (crrt) after experiencing air embolism, a change in mental status, blood loss, respiratory failure, lethargy, unresponsiveness and guppy breathing. The patient was connected to a prismaflex control unit and a prismaflex m100 set during the event. It was reported that the patient was transferred from a different hospital due to shortness of breath, recurrent pleural effusions, edema. It was reported the patient developed respiratory failure and was intubated. Crrt was also initiated. A tracheostomy was placed a few weeks later. Four days after tracheostomy, a tunneled hemodialysis catheter was placed and exchange of right neck central venous catheter was performed. The patient was alert and communicative during entire admission. Twenty-five days after patient transfer (in the morning), the mental status of the patient was noted to have changed. The bedside nurse noted air bubbles coming out of both the hemodialysis catheter and the central venous catheter. The filter was changed and a new filter was used to continue therapy. The extracorporeal blood was not returned to the patient. Approximately two hours later, air was again noted in the filter. The connection of the bags and pins were inspected and all connections appeared to be secured. The air was observed to be coming from the patient access line. The hemodialysis line was flushed and drew back without any resistance, however, a "ton of small air bubbles " was noted in the syringe (1-2 ml). The caps (not further specified) were changed and there was still pulling back of air bubbles. The bedside nurse connected directly to the catheter without a cap, and the same thing was noted. Air bubbles were also noted when drawing back from the patient's triple lumen central line. Subsequently, the patient became increasingly lethargic and less responsive, and was guppy breathing on the ventilator. The patient was removed from life sustaining measures and the patient passed away. It was not reported if an autopsy was performed. No additional information is available.